Manufacturer narrative:
Unable to determine relationship to res#91127 due to no device identifier provided.

Event description:
Patient's mother reported the omnipod pdm battery was draining a lot quicker than usual. It was reported when the pdm was charging an unidentified liquid started coming out from the charger where you put the charger in to charge it (charging port). The charger was reported to also be hot.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported fluid leak from controller. No lot release records were reviewed, as the product lot number was not provided.